Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for essential tremor reported that the patient has tremors that were exasperated by exposure to agent orange. The device is reportedly not working as well as it used to for at least the last 6 months. It was working well for a while. The patient is walking and can get around, but has to be very careful, is shaking quite a bit, had a return of tremors, and has trouble holding a glass or bottle of water. The patient was hoping to get assistance on getting the device recalibrated, but their health care facility isn¿t moving as fast as they would like. The patient¿s next appointment was scheduled for (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had an appointment with their healthcare provider (hcp) scheduled on (B)(6)2017. No further patient complications have been reported as a result of this event.